Event description:
On (B)(6) 2012, lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The medical surveillance specialist was unsuccessful in contacting the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 11 p.m. On (B)(6) 2012. It is not known how the patient manages her diabetes or if she made any changes to her normal diabetes management as a result of the alleged issue. The patient informed the cca that she felt dizzy and shaky, however, she did not specify if these symptoms started before or after the alleged issue began. The patient mentioned that she treated herself all day, from the time the alleged issue started. However, it is not known how she treated herself. At the time of troubleshooting the customer care advocate confirmed that the subject meter would not turn on manually or with a tests strip. The cca noted that there was misuse to the subject meter and that the patient was using the correct test strips. Replacement product was still sent to the patient. This complaint is being submitted as an adverse event because the patient allegedly developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged power issue. In addition, the patient reported receiving medical intervention as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.